Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the femoral bone had significant bone loss with lysis. The tibia was not grossly loose. There was some poly wear but not significant. Most of the bone loss was on the medial femoral side. The implants were removed, the bad bone was also removed and put back in a rp tc3 revision knee with sleeves. It was also reported that there was a loosening of the femoral component at the bone to cement interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.